Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure/richter's surgery on (B)(6) 2016 and suture was used. During the procedure, the needle was bent at the body/was deformed during the rotation. It was also reported that the needle did not have a contact with any hard surface. There were no patient consequences reported and another like suture was used to complete the procedure.